Event description:
The customer stated that the customer performed control tests and rec'd results of 189 and 186 mg/dl. The normal range was 103-142 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.